Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached where it connects to cannula as the cannula fell off prior to insertion. Reportedly, the patient did not use the infusion set or tried to use it, it was just detached. This issue occurred within the last 6 weeks (estimated event date is (B)(6) 2021) with one infusion set. Moreover, he did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and the insulin was resumed successfully. No further information available.